Manufacturer narrative:
This follow-up report # 1 emdr is being submitted to FDA for a reportable event that occurred outside the USA. The report includes - corrected and additional - information not available/included in the initial report. Corrected information: d9 - corrected to yes. H3 - corrected to yes. Additional information: g6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for additional information. H6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The picture and video were available for investigation. No abnormalities were found in production and inspection records of the product.(serial no.: (B)(6); model: 151). There were no abnormalities on thesterilization records of the lot. (Tn136) the exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Event occurred in brazil. According to the doctor theres membrane growing in the anterior capsule product remained in eye after clinical assessment. Signs of inflammation/infection. Imdrf code: a010102 - device appears to trigger rejection.

Manufacturer narrative:
This initial emdr is being submitted to the FDA for a reportable event that occurred outside the USA. Endophthalmitis is indicated as a potential adverse event related to iol implantation, as covered under the warnings section of the product's instructions for use (IFU). 151: pkg-23-021 00 en3. Ms3.150151250251.20220501(t)_15000f, 15100f, 25000f, 25100f. Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in brazil. According to the doctor there's membrane growing in the anterior capsule. Product remained in eye after clinical assessment. Signs of inflammation/infection. Imdrf code: a010102 - device appears to trigger rejection.